Event description:
The customer reported that the device began to smoke and run by itself. It is unk what type of procedure was being performed. It is unk if there was pt involvement or adverse consequences. The device was taken out of the room and it is unk if the procedure was completed with another device. Request have been made to collect further info.

Manufacturer narrative:
The device was returned to MFR. The customer complaint could not be duplicated. Investigation is ongoing.